Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, the pt reported that for the last couple of days her blood glucose readings have been erratic. She said her readings have been mainly elevated and have been in the 300-500's mg/dl range. Her normal target range is 100-150 mg/dl. She said her reading this morning was 550 mg/dl and later was 468 mg/dl. She had no symptoms. She said she spoke to her trainer and they are going to review her overnight basal rates on her insulin infusion device and make adjustments. She said she has only been using her device since (B) (6) 2010. No product will be returned for eval.